Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is confirmed. An external leak is confirmed from the iab bifurcate around the fos adhesive. A root cause of the leak from the bifurcate adhesive is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to further investigate the root cause of the issue.

Event description:
It was reported that the intra-aortic balloon pump (iabp) was noted by the staff that the pump ran for a few minutes and then shut off. The staff also experienced an alarm of a helium problem. All of the lines and connections were checked on the intra-aortic balloon (iab) and therefore the pump was then switched for another. The second pump would also run for a few minutes and then shut down with the same helium alarm. At this time, the staff decided that this was related to the iab itself. As a result, the iab was removed and a new iab was re-inserted. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) was noted by the staff that the pump ran for a few minutes and then shut off. The staff also experienced an alarm of a helium problem. All of the lines and connections were checked on the intra-aortic balloon (iab) and therefore the pump was then switched for another. The second pump would also run for a few minutes and then shut down with the same helium alarm. At this time, the staff decided that this was related to the iab itself. As a result, the iab was removed and a new iab was re-inserted. There was no report of patient complication or serious injury and death.